Manufacturer narrative:
Updated. Three photos and one used decontaminated device was received. Visual inspection detected a possible (but not confirmed) lack of adhesive in the luer connection with the filter. A leak test was performed by introducing water into the product through the filter to verify the two connections. Based on the analysis conducted the complaint was not confirmed. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. No actions taken as the complaint was not confirmed.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connection part was observed. No patient injury reported. It has been reported that no additional information is available.